Event description:
It was reported that an unknown disposable set disconnected from the final bag when the homechoice (hc) machine started priming. The home patient (hp) stated that the bag had disconnected and fell. The hp was trying to start over with new supplies but needed assistance. The technical service representative (tsr) assisted the hp in ending therapy. The hp was to start over using new supplies. During follow up, the caregiver stated that they did not have any issues connecting the bags and did not notice anything unusual with the supplies. The hp has been able to complete therapy successfully since the event. No patient injury or medical intervention was indicated in association with this report. No additional information is available.

Manufacturer narrative:
(B)(4). The customer reported condition of connection issue was confirmed because it was reported that the bag fell and became disconnected. The root cause of the reported condition could not be determined. If additional relevant information is obtained, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The device was not available for evaluation. Should additional relevant information become available, a supplemental report will be submitted.